Event description:
A 27 year old male with medical history of congenital aortic stenosis underwent 120 degree freehand aortic valve replacement using aortic homograft on 12/20/86. Six months later patient required explant due to regurgitation. Operative report noted that "it appeared that one of the aortic cusps had prolapsed in the left ventricle during diastole.